Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-04671. The pt received two leads with the same lot number. It was reported the patient was unable to feel stimulation in the feet where it was needed most. The pt reported he did have stimulation to his legs, however, the stimulation was too strong. The sjm rep met with the pt and determined there were contacts with low impedances. Reprogramming was able to provide some stimulation. The patient reported shocking sensations, and was able to push on the ipg and feel a shock. X-rays did not reveal a lead pull out. It was reported the physician planned to undertake surgical interventions to address the issue.

Manufacturer narrative:
Correction 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.